Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Sales representative reported "if one of his patients is eligible for the premier saline warranty". Sales representative later reported deflation. Device status unknown. This relates to right side.